Event description:
Plaintiff was employed as a dental assistant and orthodontic technician who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: allergic rhinitis, shortness of breath, wheezing and asthma. Plaintiff alleges developing a latex allergy.